Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during shoulder cuff repair surgery, the twinfix screw broke. It is unknown if a delay occurred and if the event occurred inside the patient. The same device was used to finished the procedure. No other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the customer provided image found that the anchor is still on the shaft of the device. The distal end of the anchor is broken. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the anchor has fractured, and the sutures were not received. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the 'twinfix' screw broke. The procedure was completed with non-significant delay using a back-up device into the same bone hole. All broken pieces were removed from the patient using tweezers. No further complications were reported.